Event description:
Reporter stated that a pt capillary sample was tested, using the suspect device, with a result of 124 mg/dl. An additional venous sample was reportedly obtained from the same pt, and when tested in the facility's lab, measured 62 mg/dl. Reporter did not provide the time duration between results. Reporter noted that pt was started on an intravenous dextrose solution based on the lab result. Reporter did not indicate if quality control testing had been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.